Event description:
On 06/23/2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: the battery compartment is free of moisture and the display lens is free of moisture. Two battery compartment cracks were found, one from the battery compartment lip to case seal adjacent to bumper and the second a bumper to case seal. A leak test performed and it suggests a leak in battery compartment. There was moisture throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.